Manufacturer narrative:
The complainant was unable to provide the suspect device batch/lot number; therefore, the device manufactured date is unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an active cord was used during a colonoscopy procedure. According to the complainant, the active cord was connected to a hot biopsy forceps, but the connection felt loose. The procedure was completed with the same active cord and hot biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.